Event description:
It was reported during implant procedure that the atrial lead failed to retract. The lead was successfully exchanged. There were no patient consequences.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with helix found extended and clogged with blood. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to the helix being clogged with blood.